Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer experienced non-intuitive motion with the right master tool manipulator (mtm). The surgeon needed to tilt the right mtm more than expected to move the instrument as intended. The surgeon switched from the second surgeon side console (ssc) to the first ssc to continue the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the master tool manipulator right (mtm) grip roll axis was tilted slightly from the correct alignment. Not resolved after power cycle. It has not been recalibrated by fse recently but not aligned correctly. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. As a result of these findings, fa was able to conclude that the calibration was consistent with the reported event and is the root cause of the report event.